Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. The customer's blood glucose value was 700 mg/dl on (B)(6) 2019. The current blood glucose was 151 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege insulin pump was under delivering. Customer reported insulin exited at the quick release. Customer reported cannula was bent. The insulin pump will not be returned for analysis.